Event description:
It was reported that a spectrum iq pump under infused during heparin therapy at a patient's room. The pump alarmed infusion complete however, the heparin bag was still full and all clamps were stated to be open. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2022-8128 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b5 event description: the reporter confirmed that "ptt" referred to partial thromboplastin time. The programmed flow rate for heparin was initially 6.7ml/hr. When a new order was programmed 12 hours later, the rate was increased to 11.2ml/hr. It was increased 9 hours later to 15.6ml/hr and ran for 5 hours before stopping. The following information was unknown: head height of the infusion bag and the pump, rigid vs. Flexible container, was container vented, was blue slide clamp removed from pump keyhole, was blue slide clamp completely disengaged from the intravenous tubing, was there an upstream roller clamp (if yes, was it released). PMA/510k # or bla #: k220417. H10: the event history log review revealed no messages related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issue could not be reproduced. Flow rate accuracy testing was performed, and the results were within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. There is currently an open field action (fa-2021-056) associated with reinforcing proper intravenous line setup and detection of upstream occlusion for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.